Event description:
It was reported that during a da vinci-assisted unspecified procedure, the sureform 60 stapler left a hole in the colon. The issue occurred during stapling of the colon. The surgeon had to suture the perforation by hand. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced stapler instrument log review was not performed since there is insufficient and unconfirmed procedure and product batch sequence number information. Review of the system log was not performed since there is insufficient and unconfirmed procedure and product batch sequence number information.